Event description:
Reportedly after pacemaker implantation the patient suffered a stroke. Two issues were raised by the hospital staff: mismanagement of a drug (previscan) and a lead issue. The patient currently suffers hallucinations, loss of autonomy, loss of memory, loss of mobility, communication difficulties.

Manufacturer narrative:
(B)(4).

Event description:
No information regarding the exact reason of this complaint.